Manufacturer narrative:
The implant was returned in two pieces for eval. Eval of the fractured surface shows torsional failure. The dentist reported using a ratchet wrench to place the implant. Th 3m espe instructions for use recommend using a torque wrench and to keep the maximum amount of force to less than 35 n-cm when placing.

Event description:
On (B)(6) 2013, 3m espe was informed that an mdi implant fractured during placement. The implant, which was being placed in d1 (dense) mandibular bone, fractured as the dentist was placing it with a ratchet wrench. The dentist attempted to remove the fractured portion of the implant and was unsuccessful, s the pt was referred to an oral surgeon. Upon follow-up, the dentist reported that the oral surgeon "drilled a hole down" and removed the fractured implant; the reporting dentist did not have further information about the techniques used to remove the fractured implant. The site was augmented with synthetic bone and being allowed to heal before attempting another implant placement.